Event description:
(B)(4). Since getting the procedure done towards the end of 2012, I have been having a lot of physical problems... I have major lower back pain constant headaches, heavy bleeding during my periods, not just bleeding, big chunks of stuff coming out that I don't even know what it is... All this started after essure... For the last 3 months, my left arm keeps going numb every 10 minutes or so... It is constant and will not stop... It has been everyday... Before the procedure, I was pretty healthy, now at (B)(6), I feel like a 70 year old... I wish they would stop implanting this device into innocent women... I wish to have mine removed, but don't have insurance at the moment.. I always feel tired and fatigue... I will do anything to have this removed right now... The pain I'm going through on a daily basis is unbearable... If there was more accurate research available in 2012, I would have never got it done! Biggest regret in my life...